Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The physician reported pulling 18cc of drug out of the pump at refill. The device was explanted and replaced. The medication being delivered via the device system was compounded baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.